Event description:
It was reported that a marker was missing. The target lesion was located in the right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that one marker was missing. The procedure was completed with this device. There was no adverse patient effect.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window wax kinked. The marker band from the telescope was in good condition. Microscopic inspection showed the tip was in good condition. The device was sent for x-ray analysis to observe the marker band. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
It was reported that a marker was missing. The target lesion was located in the right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that one marker was missing. The procedure was completed with this device. There was no adverse patient effect.

Manufacturer narrative:
D4 lot number, d4 expiration date, h4 device manufacture date: corrected

Event description:
It was reported that a marker was missing. The target lesion was located in the right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that one marker was missing. The procedure was completed with this device. There was no adverse patient effect.